Event description:
It was reported that the ilet screen was cracked after an object fell on the device, and a replacement ilet was shipped after verification of serial number and address. Symptoms included no reported clinical effects. Outcomes included no change in the user¿s health status and no need for medical care. Investigation included collection of device history and logistics information associated with the returned unit and replacement. Investigation of this case revealed physical damage to the display consistent with external impact, with no indication of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacture.